Event description:
It was reported that the patient presented to the emergency department with a system controller fault which resulted in a system controller exchange. The system controller was exchanged with no issues. Log file review revealed a latched system controller internal fault on 20apr2025. There were no other unusual events recorded in the log file event history. The mechanical circulatory support equipment appeared to be operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller internal fault alarm was confirmed via the submitted log files; however, it was not reproduced. A review of the submitted controller event log file (121655) spanned approximately 7 days (15apr2025 ¿ 21apr2025 per time stamp). On (B)(6) 2025 at 23:27:48 while connected to the mobile power unit, the system controller internal fault alarm activated due to boost ov fault. The pump voltages were recorded to slightly drop (11.60v and 11.67v) at the time of the fault¿s activation. The alarm remained active until the system controller was reset. The driveline was disconnected on (B)(6) 2025 at 08:14:28 and the system controller was shutdown. On (B)(6) 2025, the system controller was powered on without the driveline connected and the alarm had resolved. The alarms did not affect the system controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial number (B)(6), was functionally tested and was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. The provided information stated that the exchange resolved the reported alarm. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records was reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including the system controller internal fault and no external power alarms, and the actions to take if the alarms cannot be resolved.. The "powering the system" section of the IFU instructs the patient in how to switch between power sources to prevent loss of power. No further information was provided. The manufacturer is closing the file on this event